Manufacturer narrative:
Further information was received from customer regarding the availability of the device. The disposable pressure transducer was not available for return. Nevertheless, an image was sent for evaluation. As per image evaluation performed, customer report of pressure tubing separation was confirmed. Image showed the connection between a pressure tubing and a stand-alone stopcock. Pressure tubing appeared detached at the bond joint to the male connector. H3 other text : the device was not available for evaluation.

Manufacturer narrative:
Based on further engineering evaluation, it could be concluded the potential root cause of the reported failure could be related to the solvent bonding process performed as part of the product manufacturing. A personnel acknowledgment related to the complaint was provided to the manufacturing personnel.

Event description:
As reported, when a sample was taken from a dpt kit, the pressure tubing was found separated upstream of the stopcock for sampling. No more information available. There was no allegation of patient injury.

Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Follow up is on going to clarify whether the device is available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.